Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead noise was observed on a pervious remote transmission on (B)(6) 2018. Upon interrogation on (B)(6) 2018, a high sensitivity value was noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.